Manufacturer narrative:
New information: mentor received additional information indicating the patient experienced bilateral capsular contracture with baker grade IV. The additional information also indicates that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504004bc, s/n's (B)(4). According to the additional information, the patient¿s birthdate is (B)(6) 1968, not (B)(6) 1968 as reported in initial report dated 10/9/2018. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation on the right breast implant. The deflation was diagnosed via ultrasound. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation on the right breast implant. The patient also experienced bilateral capsular contracture with baker grade IV. The deflation was diagnosed via ultrasound. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504004bc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device. Yellow material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. At this point it is not possible to determine the etiology of the yellow material found on the device. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).